Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2008. It was reported that the patient is experiencing ineffective stimulation as she needs to recharge her ipg more frequently than usual. A replacement charging system has been sent to the patient. No further information is available at this time.